Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the red led light came on when charging the battery device in bay one and bay three and the device would not charge. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on the components from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the red light emitting diode (led) light came on when charging the battery device in bay one and bay three on the universal battery charger device. During in-house engineering evaluation, it was observed that the device was not charging. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.